Manufacturer narrative:
The customer¿s report that the leak occurred at the maxzero site was confirmed. Visual inspection of the set noted no damage or any anomalies. Examination under magnification of the valve top observed a microchannel/scratch within the interior diameter of the valve. Further visual inspection under magnification of the valve top observed a microchannel/scratch within the interior diameter of the valve. Functional and pressure testing confirmed leaking from the engagement between the syringe and set's maxzero valve component. The cause of the leak was due to a microchannel/scratch within the interior diameter of the set's maxzero valve component. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
It was reported that leaking occurred during an intralipid infusion at 0.6ml/hour. The leak occurred "around cape zero site" and tpn was backed up into the line. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Weight: (B)(6).

Event description:
It was reported that leaking occurred during an intralipid infusion at 0.6ml/hour. The leak occurred "around cape zero site" and tpn was back up into the line. There was no patient harm.